Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of flickering observed at the universal serial bus (usb) port however evidence of electrical arcing near the universal serial bus (usb) port on the micro processor unit (mpu) board was observed. It was noted a loose screw was found inside the programmer which showed signs of electrical arcing. Error logs contained a record of sensor 1 showing an overheat, the stylus tip was separating from the main pen body but functional and no power cord was with the programmer. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The product has been returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sparks were visible when a universal serial bus (usb) was plugged into the programmer; it was noted that sparks were also seen without a usb plugged in. The issue did not occur when the programmer was off and restarting the programmer did not resolve the issue. The programmer is expected to be returned for service. There was no patient involvement.